Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was damage in the area where the cartridge is loaded, causing the customer difficulty with loading cartridges intermittently. Reportedly, the cartridge did not fit flush within the pump housing. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.